Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noted that the patient presented with a right ventricular - rv lead that exhibited noise oversensing causing inhibition of pacing. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.